Event description:
It was reported that during an unknown procedure, the clips would not advance. During intervention, the device didn't deliver clips. The surgeon used a new device to finish the intervention. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that the device was received in good visual condition. Further inspection found that the jaws had become yielded causing the clips to be ejected and making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies related to the event description were found during the manufacturing process.